Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the site did an ap/lateral with the imaging system. They then oriented the camera a little, and then the patient tracker box turned red after it was green for the 2d shots. The imaging system tracker and small passive frame displayed in the camera details but did not give them the green patient tracker box in the acquire images screen. The small passive frame displayed a geometry errors of .1, and was tracking but the green box was still red. They tried multiple camera positions, they replaced spheres but it did not fix the issue. They restarted the navigation system and the issue was resolved. There was no patient impact reported and a delay of 5 minutes.

Manufacturer narrative:
Software investigation found that the picture of ndi logs showed no indication that the camera was malfunctioning. No other logs provided. Insufficient information available to determine root cause. If information is provided in the future, a supplemental report will be issued.